Event description:
It was reported "the introducers in the set are breaking away very easily from the handle". The customer reported the line insertion was easy and uncomplicated up until the point of removing the tearaway sheath. The sheath was removed in its entirety from the patient. No patient harm was reported. The patient's condition is reported to be "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided six photos for analysis. The customer report of peel-away sheath tabs broke off was confirmed by visual inspection of the customer supplied photos. The images show a peel-away sheath during use with one of the tabs separated from the sheath body. Based on the images, the customer report is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of peel-away sheath tabs broke off was confirmed by visual inspection of the customer supplied photos. The photos show a peel-away in use with one of the tabs separated from the body prior to peeling down the score line. Based on the customer photos, manufacturing likely caused or contributed to the reported issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the introducers in the set are breaking away very easily from the handle". The customer reported the line insertion was easy and uncomplicated up until the point of removing the tearaway sheath. The sheath was removed in its entirety from the patient. No patient harm was reported. The patient's condition is reported to be "fine".